Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot process fixed communication icon issue at device . A technical service engineer rebooted and logged into device and disabled critical override mode. Verified that issues have been resolved. The system functioned as intended.